Manufacturer narrative:
The device family was reported to FDA on mfg report number 2183959-2019-61944 in (B)(4) (primary complaint).

Event description:
It was reported that the patient inflatable penile prosthesis (ipp) would stay deflated after few pumps due to a leak in the system. There was a pinhole peak in the cylinder at the proximal rigidity junction and possible internal separation of the parylene. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and returned. A supplemental report will be filed after the product analysis has been completed.

Event description:
It was reported that the patient inflatable penile prosthesis (ipp) would stay deflated after few pumps due to a leak in the system. There was a pinhole peak in the cylinder at the proximal rigidity junction and possible internal separation of the parylene. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and returned. A supplemental report will be filed after the product analysis has been completed.